Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm after changing all the supplies on the pump. The customer reported blood glucose level ranged from 200-300 (mg/dl), which was addressed with manual injections. As the occlusion had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusion.